Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.

Event description:
The customer reported regarding prime/rewind issues. The customer stated that insulin was squirting out, and the insulin pump alarmed an error. Assisted the customer rewind/prime again and the device did not alarm an error. No further information was provided.